Event description:
Additional information received clarified that the time required from onset of cerebral infarction to revascularization/revascularize was about one hour.

Manufacturer narrative:
B5 updated b6 updated product analysis #(B)(4):¿equipment used: video inspection system (m-81805) ¿drawing(s) referenced: none ¿as found condition: the solitaire fr4-4-40-10 stent device was returned for analysis without its introducer sheath, inside a plastic bag, inside a sealed biohazard bag with an open solitaire x inner pouch and outer carton, and inside a shipping box. The introducer sheath was not returned. The reported phenom 21 catheter was not returned. ¿damaged location details: the solitaire fr4-4-40-10 stent working length and middle length struts were in good condition. The stent¿s non-working length struts were damaged. It was also noted that the non-working length struts were broken at two locations above the teardrop strut. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. ¿testing/analysis: due to its damaged condition, the returned solitaire fr4-4-40-10 stent device could not be used for resistance testing. ¿external testing: the solitaire fr4-4-40-10 stent, non-working length broken struts were sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that both fracture surfaces exhibited evidence of mechanical damage, such as smearing, which obscures the original fracture features and makes it difficult to determine the primary failure mode. However, portions of the fracture surface also exhibited evidence of overload (dimples) features. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿kink/damaged¿ and ¿resistance during retrieval/re-sheathing¿ reports were confirmed, as the returned solitaire fr4-4-40-10 stent device was damaged (kinked/broken). The broken ends exhibited evidence of mechanical damage, such as smearing, which obscures the original fracture features and makes it difficult to determine the primary failure mode. However, portions of the fracture surface also exhibited evidence of overload (dimples) features. The damage (kinked/broken) can occur when the device is retrieved against resistance. Possible causes of ¿resistance during retrieval¿ include an incompatible/damaged catheter, patient vessel tortuosity, stent damage, or a lack of continuous saline/heparinized saline during the procedure. The customer reported that the vessel tortuosity was weak. The reported phenom 21 catheter was compatible with the returned solitaire fr4-4-40-10 stent device, as it has a labeled inner diameter (ID) of 0.021 inches, and the customer reported no kinks or damage to the catheter. The customer also stated that a continuous saline flush was administered and maintained. These rule out an incompatible/damaged catheter, patient vessel tortuosity, and a lack of continuous saline/heparinized saline flush during the procedure as potential causes. Therefore, the stent damage likely contributed to the ¿resistance during retrieval¿ complaint. However, the cause of the stent damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with new information received h3: device received but analysis is pending h6: codes updated to reflect device status medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received confirmed that the procedure was completed using a suction catheter. It was reported that the cause of the stent retrieval issue was not determined and that the resistance was encountered close to the distal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. It was clarified that the damage observed to the stent after removal was a kink. Any kink/damage to the catheter was not clearly observed after removal. The model and lot number of the catheter was unknown.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg13; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a ischemic cerebral infarction. The patient was not treated with a tps. Twice passes for the device (solitaire). It was noted that the patient's blood vessel tortuosity was weak. Time required from onset of cerebral infarction to revascularization/revascularize was 2 hours. It was reported that after deploying the relevant sfr4 solitaire, an attempt was made to retrieve it into the phenom 21 inside the body, but retrieval was unsuccessful, so it was retrieved as is. Subsequently, an attempt was made to pull it out from the tip outside the body, but it could not be retrieved. Treatment was continued using a suction catheter, achieving recanalization. After the treatment, the device was retrieved from the microcatheter; however, abnormalities were observed at the stent's distal end, leading to its retrieval. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.